Event description:
It was reported that during procedure the output was weak. No further information was provided.

Manufacturer narrative:
The console was field service at the user's facility. The console output was measured at the 10 watts setting and the output was confirmed to be 10 watts. The console error logs were inspected, and it was found that the console had displayed error 10 (hv pmcu configuration data error (wrong data)). The lumenis computer (lpu) and main controller (mmcu) connector at the communication board was reseated, and a software overwrite was performed. Also, the area surrounding the fiber port was cleaned as soot had been observed. Then, operational checks were performed. The coolant water was replenished. The mode and optical axis were confirmed to be normal. After, reseating the connector at the communication board, overwriting the software and cleaning the fiber port surrounding area the console was within specification and functioning as intended. Service history review was performed, indicating that the console was installed and functionally verified on (B)(6) 2023, the console was last serviced on (B)(6) 2026, the console remained fully functional, with no issues reported until the last service and/or complaint date. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported allegation of low power was not confirmed, therefore, an investigation conclusion of no problem detected was assigned to this investigation.

Event description:
It was reported that during procedure the output was weak. No further information was provided.